Manufacturer narrative:
Received one used. List #mc33294, 4" smallbore quadfuse ext set w/4 microclave® clear, 4 clamps, rotating luer; lot #unknown. One used. List #unknown, green line extension set; lot #unknown. One used sample list #mc33294 connected to an unknown green line extension set were returned for evaluation, as received it was observed some clotting blond inside the set. No physical damage or abnormally were observed. The ICU set was tested according to procedure and no occlusion was observed along the device. The unknown set was tested by separating it and the occlusion was confirmed, the probable cause of the unknown ICU set cannot be determinate. Complaint of blood clotting can be confirmed based in the returned used physical sample. However, dfu states.-it is not recommended that connectors be changed after use with blood products; devices should be flushed after use with blood in accordance with facility protocol. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Event description:
The event occurred on an unspecified date in 2023 and involved a 4" smallbore quadfuse ext set w/4 microclave® clear, 4 clamps, rotating luer, where it was stated they have lost lines due to clotting, some within 24 hours of placement. They have had an exorbitant increase in tissue plasminogen activator (tpa) usage on their lines, daily need for tpa administration on some of their lines and some within the first 24 hours as well. A patient lost central line access, and multiple tpa administration was needed. Moreover, another line placement needed that required sedation since there was central line-associated bloodstream infection (clabsi) on previous line that product was connected to. There were no component damages, cracks, anomalies observed upon removal. There was patient involvement and unknown patient harm reported.